Event description:
Boston scientific received information that this patient reported recently that this pacemaker failed over five years ago. As a result of this failure the patient had died for three minutes and was brought back to life. The device was explanted with no allegation or reports of malfunction and analyzed by the boston scientific laboratory. The analysis found no device malfunctions and that it met specification. Boston scientific has no record of this issue form fives years ago until the recent complaint received from this patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.